Event description:
A customer contacted beckman coulter inc., (bec), and reported that coulter lh 780 analyzer generated a falsely low reticulate (ret) result for a single patient. The instrument printouts were no longer available in the database (only lab information system (lis) screen shot). Per the information provided, the sample exhibited an abnormal ret pattern instrument flag. The result was believed to be erroneous because the red blood count (rbc) morphology observed by manual smear was not consistent with the low ret value. No erroneous result was reported out of the lab. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
The specimen was collected in a microtainer tube, processed with one (1) hour in the secondary (manual mode). Oc is run every eight hours. Qc was run before and two (2) hours after the event. Qc was performing within specifications. Service was not dispatched for this event. Based on raw data, ret in the provided sample reside in the white blood count (wbc) space. Based on complete blood count (cbc) information, ret are merged with the wbc events. Because of this, the ret events are misclassified. Per bec labeling: "beckman coulter inc., recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of rare events may fail to trigger a suspect message. Known interfering substances for reticulocytes: erythrocyte inclusions stained by new methylene blue, if sufficiently numerous within a sample, and some hemoglobinopathies (ss, sc) might affect the accuracy of the reticulocyte enumeration". The event is associated with the following MDR: 1061932-2011-01528.